Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy procedure, when the device was fired the left side of the staple was not close, causing bleeding. Due to the problem the operation was converted to open procedure, and blood transfusion was required because more than 500cc blood was loss. The surgical time was extended more than 30 minutes. The incision was extended more than 2.54cm. The patient also experience infection causing on a prolonged hospitalization.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.